Event description:
It was reported that the customer had issues downloading carelink pro. The customer's blood glucose level was not reported. She also received several displayable history crc check failed on startup alarms. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed displacement test and self-test. Download was not completed due to multiple displayable history crc check failed on startup alarms noted in alarm history screen due to corrupted history files. The device had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.